Event description:
My daughter was diagnosed with type I diabetes in 10/05. After several unsuccessful attempts to regulate her blood sugar, her drs advised that it was medically necessary for her to begin insulin pump therapy. We rec'd the animas 1250 pump in 03/06, and began using the pump in 04/06. After several weeks at attempting to regulate her blood sugar and regular communication with my daughter's treating physicians, her blood sugar continued to remain dangeriously high. On 04/22/06 my daughter began to have large ketones, her blood sugar was over 600 and was constantly vomiting and was going into diabetic ketoacidosis. I called her endocrinologist, and they stated to give her insulin through a syringe and to change her infusion site. Four days later, my daughter again began exhibiting signs of diabetic ketoacidosis. She began vomiting, she had large ketones and her blood sugar was at over 600, and even injections of insulin were now not helping her. On the verge of a coma, I took my daughter to the hosp. Her blood glucose levels were so high, a blood test had to be taken to determine her blood glucose levels, and were found to be at 709. Her physicians inspected her animas pump and the animas equipment, and determined that the entire three months upply of infusion sites that were shipped to us were defective, and as a result, my daughter was not getting insulin. After changing her infusion sites and starting her on intravenous fluids, her blood sugar slowly begain coming down. The fact that my daughter nearly slipped into a coma due to faulty animas infusion sites shocked and appalled me. I have read the animas warning letters from your administration dated 02/24/05, I believe that they are still selling defective equipment. I beg of you to look into the matter further to ensure that no child has to endure what my daugther has had to endure.